Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high pacing thresholds. A defibrillation threshold (dft) test was performed to assess whether defibrillation therapy was compromised, as the pacing threshold had reached 7.5 volts. All other system measurements were within normal limits. The device functioned properly following the dft test. The plan is to continue monitor the patient. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.